Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was emitting call service 64 alarms. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/19/2015 with the following findings: a review of the black box showed evidence of call service 064 alarms. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no alarms occurring. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the display screen was dim, fading, and discolored; the battery compartment was cracked and there was moisture inside the battery compartment; the pump failed leak testing due to the cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.